Event description:
The customer reported that on (B)(6) 2012 erroneously elevated cardiac troponin (accutni) results, both above the acute myocardial infarction cut-off, were generated on the unicel dxc 600i synchron access clinical system for six patients. . Beckman coulter inc. Assessment of customer supplied data indicated that ultimately repeat testing on another instrument produced lower results (within the normal reference) for four patients, a lower result (within risk stratification range) for one patient, and a lower result, still above the acute myocardial infarction cut-off, for one patient which collectively did not meet the precision claims of the assay. Other patient results were provided by the customer but were not questioned as part of this event. The erroneous accutni results were not reported out of the laboratory and hence no death, serious injury or modification to patient treatment was associated with this event. The samples were collected in serum tubes and were centrifuged prior to testing. There were no indications of hemolysis, lipemia or other sample related issues. Prior to the event, the instrument accutni quality control (qc) results were within the customer's established means. After the event, quality control results failed. Instrument assay calibration failed after the event due to "bad fit" and multiple system checks failed after the event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012. The field service engineer (fse) discovered a pin hole in one of the aspirate probe's peri-pump tubing. The tubing was replaced and the analyzer's performance was verified. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. In conclusion, the pin hole in the peri-pump tubing was the cause of the event.